Event description:
The patient contacted animas on (B)(6) 2013 reporting blood glucose levels of 300-400mg/dl with moderate to large ketones. The patient reported discontinuing use of the pump per a health care professional's recommendation. The patient stated that at times the issue was related to the site but the last couple days, the blood glucose levels would not come down even after changing the site but would decreased with insulin injections. The patient reported that the blood glucose levels had been elevated sporaticly over the past month and the patient questioned if the pump was giving all of the insulin it was supposed to be. The total daily dose was reviewed with the patient and the patient indicated that the bolus history showed that the totals had been wrong for a few days. This report is made based on the allegation that the patient experienced hyperglycemia related to a reported issue with the pump delivery history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed a ¿replace cartridge¿ alarm on (B)(6) 2013 at 1:01pm. A review of the pump alarm history indicated that the alarm was confirmed approximately 54 times; delivery was resumed on (B)(6) 2013 at 9:00pm. The total daily dose on (B)(6) 2013 appeared to be inaccurate due to no basal delivered during that time period. The other tdd¿s in history correctly added up to the users programmed basal and bolus deliveries. A 10 unit audio and normal bolus was successfully performed on the pump and accurately recorded in the pump history. The pump was exercised for 24 hours. A ¿replace cartridge¿ alarm was reproduced during investigation; the pump emitted the appropriate sound and displayed the correct message on the screen. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The reported complaint was unable to be duplicated.